Manufacturer narrative:
Conmed electrosurgery has contacted the user facility to obtain additional information regarding this incident and to coordinate return of the suspect device. An additional information obtained regarding this adverse event will be forwarded to the FDA.

Event description:
Gi procedure was being performed using a system 7550 argon system - the machine. The surgeon notated that the beam was intermittent and that a small hole was produced in the intestinal wall after use of the argon beam. The intestine perforation was repaired during surgery. Patient is fine with no long lasting effects from perforation.